Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg became inoperable. As a result, the patient underwent surgical intervention to have their ipg replaced with a different model. Therapy has resumed post op. Note: this patient has two scs systems implanted. This report is in regards to the scs system implanted on (B)(6) 2015.

Event description:
Follow up revealed that the patient no longer wanted to charge his generator and advised his physician that he wanted a non-rechargeable system.